Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy the surgeon fired the tsw35, inspected the staple line and found bleeding in the middle of the staple line. The surgeon used an er320 to stop the bleeding and complete the case. The pt required no blood products. There is no other info available. There was no consequence to the pt.